Manufacturer narrative:
This report is for an unknown constructs: a2fn femoral nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: gavaskar a, et al. (2021), retrograde entry portal for cephalomedullary nailing in difficult subtrochanteric fractures, injury, pages 1-6 (india). This study reports a technique of creating a trans-fracture retrograde entry portal for establishing an ideal start point and nail trajectory in select difficult subtrochanteric fractures. 11 patients with 12 subtrochanteric fractures were included in the study. The mean age of patients was 48.5 years (30 - 65 years). 5 of them were revision nailing procedures for failed fixations after initial plating or nailing, 3 were bisphosphonate related atypical fractures and 4 were fresh subtrochanteric fractures in patients with a body mass index (bmi) of > 35. The patients underwent removal of previously failed implants. Fixation was then performed using an unknown synthes expert asian femoral nail a2fn or an unknown synthes proximal femoral nail antirotation for asia (pfna-ii). The fracture reduction was classified as satisfactory in all patients. Weight bearing as tolerated was allowed in the immediate postoperative period. Patients were followed up for a mean of 17 months (12 - 25 months). Complications were reported as follows: a (B)(6)-year-old female patient who underwent revision nailing after a failed blade plate fixation failed to unite at 6 months and had to be revised again to a nail plate construct with bone grafting. She ultimately united 5 months after the second revision. A (B)(6)-year-old female patient with bilateral atypical fractures suffered from delayed deep infection on the right side. At 6 months, her left side fracture had united and she was planned to undergo 2- stage masquelet technique. She underwent debridement, resection of devitalised bone, antibiotic loaded cement spacer and temporary stabilisation with an antibiotic coated locked plate. Her infection was controlled but was lost to follow up before stage ii of masquelet procedure. She did not want to undergo further treatment and was considered a failure in terms of assessing results. This report is for the unknown synthes expert asian femoral nail a2fn.